Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-01308. It was reported the patient underwent surgical intervention to replace both of the patient's scs leads. Reportedly, one of the patient's scs leads was "broken". Postoperatively, effective stimulation therapy was restored, and the issue was resolved.